Event description:
It was reported that the 6800 system locked up with a kv and ma error message displayed. Also the power cord was damaged. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The boards and connectors were re-seated. The power cord was repaired during the service call. The system was tested, and found to be working as intended, and put back into service.